Event description:
Leaking foley bag. Urine found to be leaking from foley bag approximately 1 hour following admission from pacu. Foley believed to be placed in operating room (or). The bag was retained by biohazard staff and labeled for review. Patient received exchange of foley bag immediately upon discovery. Immeasurable urine loss from bag was a small amount that left about a 10 cm mark on the sheet.